Event description:
The customer's biomedical technician reported on 25 march 2010 to the service depot a colleague cx volumetric infusion pump that "keeps saying down occlusion even when there is a fresh IV in". The event was reported to have occurred during patient therapy in the general patient ward on (B)(6) 2010. According to the hospital representative, therapy was stopped and the pump was swapped out. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version is currently not known.

Event description:
The facility representative reported baxter (B)(4) technical services one infusor that runs for a few seconds and then gives a triple light alarm. The reported condition occurred during programming/setup in the surgery area. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of keeps saying down occlusion even when there is a fresh IV in was confirmed through the event history but not duplicated. Downstream occlusion sensing function is functioning as designed. This device utilizes user interface module master software version (B)(4) categorized as remediated. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
It was reported that during a spinal surgery procedure using the manta ray anterior cervica plate, two different screws were put through the plates, there was no stopping point for the screws. During insertion, the screws were being angulated to a high degree. Spare screws were available in the instrument set to complete the surgery. There was no adverse outcome for the pt.